Event description:
It was reported that the physician began to prep the pump and noticed a large bubble/line across the pump that looked irregular. He was concerned that it was going to cause an issue with integrity of the pump and the seam at the top. Packaging was not damaged.

Manufacturer narrative:
Field change: h6,h10. The complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. The ams 800 control pump was visually inspected, microscopically examined, and tested for leaks. No leaks were found. Visual inspection revealed a large adhesive fillet at the valve block barrier bond. The pump passed functional testing and performed within product specifications. Inspection of the remainder of the device, revealed no other damage or irregularities that would affect the functionality of the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the physician began to prep the pump and noticed a large bubble/line across the pump that looked irregular. He was concerned that it was going to cause an issue with integrity of the pump and the seam at the top. Packaging was not damaged.